Manufacturer narrative:
The insulin pump was retuned with no battery installed. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with debris behind the lcd window, cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. The insulin pump was missing the end cap sticker. Data analysis: there is no data listed for the dated of (B)(6) 2016 due to pump received without battery installed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in the emergency room of a hospital. The cause of death was heart attack. The customer's blood glucose at the time of death was 500 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. The caller stated that the battery had been removed from the insulin pump.